Event description:
It was reported that the device was explanted due to an unknown reason. No other details were provided. Two follow up attempts were made to obtain more info from the surgeon's office; however, no response rec'd.

Manufacturer narrative:
Device not returned.